Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure,the device would not seal the vessels well requiring multiple seals and a second device and instrument brought into the room. The second instrument sealed a bit better than first but still not the quality of seal the surgeon was used to with the device. There was no patient injury.